Event description:
It was reported that during a dissection axillary node procedure, left breast procedure, the first two clips delivered properly, however every subsequent clip would shoot out of the device unformed. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results of the found that it was received empty and locked out. The instrument is designed to lockout when all the clips have been fired. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembling, no anomalies were found in the internal components. No conclusion could be reached as what may have caused the reported event. The batch record was reviewed and no anomalies were noted during the manufacturing process.